Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026 the patient experienced feeling nauseous, and the cgm reading was 123 mg/dl. The patient initially though it was related to him having gastroparesis and went back to bed. 20 minutes after the patient started throwing up. He was still thinking that what he was experiencing at that time was gastroparesis, but also self-treated with 2 manual injection of 5 units of insulin. When the patient still did not feel better at 11:00 am, they called an ambulance. When a fingerstick was taken by the paramedics, the cgm reading was 127 mg/dl, and the blood glucose reading was 327 mg/dl. The patient was treated with intravenous fluids and was brought to the hospital. No further treatment was reported from the event. The patient was discharged after 9 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was still recovering. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.